Event description:
During a premature ventricular contraction procedure, a communication issue occurred causing a procedure delay. The advisor hd grid x catheter was inserted into an agilis sheath and when an attempt was made to start mapping, the catheter did not connect to the ensitex system; the catheter showed red on the system and no signals were received. The entire ensite system was restarted and a new advisor hd grid x was obtained. The procedure was then completed with no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. The sensors, eeprom and jumper met specifications for acceptable resistance values, and continuity was detected across the eeprom. No open or short circuits were detected. Additionally, the catheter was successfully connected to and recognized by an ensite x system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and subsequent delay remains unknown.

Manufacturer narrative:
Correction: d2b.